Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The f-22 alarm was identified during functional testing. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-22 alarm (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains high or low). No additional information is available.